Event description:
Baxter received a report that there was a leak from the junction between the last fill line and an extraneal. The leak was observed after use. There was no patient injury or medical intervention reported. The actual sample is not available for evaluation.

Manufacturer narrative:
(B)(4). The actual sample is not available. If the sample becomes available, a follow up report will be submitted.